Manufacturer narrative:
Additional information has been received from the customer. Recall z number added. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h7, h9, and h10. Customer provided information on reprocessing at the facility. Cleaning and disinfection solutions used with the endoscope are darodor from jose collado laboratory. It is not known how often minimum concentration is verified. The facility does not have an automated endoscopy reprocessor (aer). The endoscope channel is being brushed during manual cleaning with olympus brush bw-20t. Pre-cleaning is done immediately after a procedure. Pre-cleaning steps should be to clean the insertion tube with a moistened gauze, and then water or enzymatic soap is aspirated and irrigated with the adapter. The leak tester used are olympus mu-1 and mb-155. However, it cannot be confirmed that pre-cleaning and leak testing is actually being done. The reprocessing staff is trained on how to properly reprocess an endoscope. The endoscope is stored in a transport cabinet. The facility does not have an endoscope storage cabinet. An olympus endoscopy support specialist (ess) last reprocessing service visit was on august 24, 2021. Recent changes in staff are not known.

Manufacturer narrative:
Upon evaluation of the device by the distributor, it was noted that the main body of the device was dirty, stained and had traces of foreign material. In addition, it was observed that the device had no endoscopic video information system (evis) image and the scope ID was not displayed. The narrow band imaging (nbi) function was not enabled. The distal end cover had a chip and the rubber insulation had traces of secretion and stained glue. Lens contour had spots and secretions. Elevator forceps had traces of secretions. Buttons were not working. There were multiple folds in the insertion tube up to 70 cm, which were discolored and stained as well. Connector pins were corroded and showing signs of moisture. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported by the distributor, during evaluation of repair of the device sent in by the customer, foreign material was observed on the device near the working channel, control knobs, forceps elevator, and between grip section and boot. There is no reported harm to any patient.